Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9,h2,h3,h6,h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on the air /water channel for both sides. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected (image was going in and out) and cause not established (white residue on the air /water channel for both sides.). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an image that is going in and out. The event occurred upon completion of colonoscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.